Event description:
A customer reported alarm 01 with their device. There was no adverse impact to the customer¿s blood glucose level. The customer was able to load a new cartridge and resume insulin delivery successfully.